Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The complaint was confirmed. The motor was found to be corroded and seized, therefore it was replaced. The motor cable was corroded and caused the test pump to be shut off which led to the finding of a short circuit in the motor cable, therefore the motor cable was replaced. Fluid contact with the motor and motor cable has the potential to cause corrosion of the motor and motor cable, therefore is a potential root cause for the motor and motor cable being corroded. When the motor and motor cable are corroded, it has the potential to cause the motor to seize, therefore is a potential root cause for the reported failure. When the motor cable is corroded a short circuit may occur which will affect the functionality of the device, therefore is also a potential root cause for the reported failure. However, given the information provided we cannot discern a definitive root cause for the reported failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 6/29/2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that the tornado shaver handpiece did not work when it was used during surgery. The device needs to be checked and if necessary repaired.